Event description:
Pt was implanted with lcp medial distal tibia plate, lcp lateral distal fibula plate and screws on (B)(6) 2012 following an injury at another facility by an unk surgeon. Pt was returned to the operating room on (B)(6) 2012 for removal of hardware due to a tibia non-union and pt pain. Surgeon removed all hardware and revised pt with bone graft and 4.5 non-locking basic narrow plate to stabilize the fracture. Another procedure and/or implant date was noted on (B)(6) 2011 at an unk facility with an unk surgeon. No add'l info is known about the initial surgery on (B)(6) 2011 or the subsequent revision procedure on (B)(6) 2011. This is 5 of 20 reports for the same event.

Manufacturer narrative:
W/o a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was rec'd.